Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the shaft. No other devices were used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one. There were no procedural delays due to the event. The treated vessel was non-calcified, moderately tortuous, and approximately 3.7 mm in diameter. Complaint conclusion: as reported by the field, this was a stent assist coil embolization for the treatment of middle cerebral artery stenosis. An EU 4.5x22mm stent 12 mm dw tip intracranial neurovascular stent (enc452212, 7273316) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30883125) and could not advance any more. The physician retracted the devices and observed the stent had been released in the microcatheter (mc), and the microcatheter was kinked/bent. New devices were switched to complete the surgery. There was no patient injury reported. Additional information received indicated that the introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the shaft. No other devices were used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one. There were no procedural delays due to the event. The treated vessel was non-calcified, moderately tortuous, and approximately 3.7 mm in diameter. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and one (1) compressed condition was found on the shaft of the catheter at 9 cm from the distal end. No other damages nor anomalies were noted. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od).the device was flushed with a laboratory sample syringe. After that, a 0.018-inch lab sample guidewire was inserted into the received microcatheter. The guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. The compress condition found on the microcatheter is not considered a contributing factor that could have contributed to the obstructed condition felt during the procedure since even to this the guidewire was able to pass through. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint regarding a microcatheter obstructed was not confirmed. The customer complaint as related to the catheter kinked was confirmed based on the appearance of the returned device; the compressed condition found may be related to the kinked condition reported by the customer. The compressed condition suggests that excessive force had been applied to the device during the device retrieval. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution:¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00088. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, this was a stent assist coil embolization for the treatment of middle cerebral artery stenosis. A EU 4.5x22mm stent 12 mm dw tip intracranial neurovascular stent (enc452212, 7273316) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30883125) and could not advance any more. The physician retracted the devices and observed the stent had been released in the microcatheter (mc), and the microcatheter was kinked/bent. New devices were switched to complete the surgery. There was no patient injury reported.